Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer pfo was selected for implant. During device prep, a thread was found on the edge of the surface of the occluder. A 18mm amplatzer pfo was used instead and the surgery was completed without complications. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is doing well.

Manufacturer narrative:
An event of threads protruding from the pfo occluder was reported. An image from the field appeared to show slight thread protruding on the side of the device. The device was returned to abbott for investigation and found one protruding knot from one disc, however the knot met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause for the reported exposed threads could not be determined. The observed exposed thread is considered a normal and acceptable characteristic of the occluder. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer pfo was selected for implant. During device prep, a thread was found on the edge of the surface of the occluder. A 18mm amplatzer pfo was used instead and the surgery was completed without complications. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is doing well.